Event description:
It was reported that a vns patient, who had been scheduled for generator revision surgery due to the expected end of service condition of his pulse generator, received a high lead impedance warning during intraoperative diagnostics testing with his new generator. The patient's implanting surgeon opted to leave the patient's lead and new generator implanted, and it is unknown whether lead revision surgery will occur. Follow up with the patient's treating vns therapy, physician revealed that there had been no events of patient trauma or manipulation prior to the patient generator revision surgery. A review of the patient's available programming data revealed that a high lead impedance warning had been received one month prior to the patient's revision surgery. Good faith attempts for additional information have been unsuccessful to date.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.